Event description:
The customer reported that on 1/21/1998 vasoseal was used following a diagnostic catheterization procedure. Two hours post procedure the patient lost distal pulses. The patient went to the or for a thrombectomy of right iliac artery extracting collagen plug from the artery.